Manufacturer narrative:
The involved monitoring kit was returned for investigation. During functional testing (incl. Zero offset, linearity, and sensitivity sub-tests) the monitoring kit performed as specified. Evaluation of the full event description by the customer reveals that a potential user error as the root cause can't be excluded. The root cause could not be determined. No similar issue was reported within the last 24 months. The issue will be monitored on the market for trends and if a trend is identified, further investigations will be performed. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The reported catheter was returned for investigation on 7/27/2016. Investigation has started and is ongoing. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
Pulsion picco pressure transducer appears to have been reading falsely high for systolic blood pressure. Pressure was also being measured using an arterial line, and the two pressures did not match. (E.g. Arterial line - 60 syst, picco - 130 syst). The patient suffered pulseless electrical activity (pea) arrest. The picco transducer was then replaced - transducer measurements then began to match the arterial line. The patient passed away, but this happened later on in the week. (B)(4).